Event description:
Information was received that while testing, a smiths medical cadd legacy failed accuracy -12.7 percent. No patient involvement.

Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis in a good condition. During analysis, the customer's reported problem regarding delivery accuracy was able to be duplicated. Three separate delivery accuracy tests were performed; at least one test was outside of the pump's delivery accuracy manufacturing specification. Service will replace the expulsor to bring delivery accuracy into specification. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.